Event description:
Pt receiving lap assisted vaginal hysterectomy and physician using scalpel to cauterize bleeding vessels. Scapel did not coagulate requiring pt to have open laparotomy to control bleeding and to complete procedure.